Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. A field action was initiated on 07-feb-2018 (product advisory notice was sent to all potentially impacted customers). All information reasonably known as of 14-nov-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc complaint database and identified as complaint (B)(4).

Event description:
Avanos medical received a single report that referenced three different incidents, which were associated with separate units, involving three different patients. This is the first of three reports. Refer to 8030647-2018-00641 for the second patient. Refer to 8030647-2018-00642 for the third patient. It was reported that a customer recently started using the 72 hour closed suction system, switching from a 24 hour system. It was noted that there were several reports where the flex connector came loose causing disconnections from the ventilator. One instance occurred where a staff member was sprayed in the face with secretions. There was no patient injury reported.